Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00105. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. During this procedure, the patient also underwent a mesh removal. The patient experienced continued pain, incontinence, mesh erosion and had a mesh excision surgery on (B)(6) 2011. No additional information was provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic uterovaginal prolapse, relaxation of pelvic outlet, posterior fourchette scarring, dyspareunia, an enterocele, a rectocele, and a cystocele. The patient underwent the concurrent procedures of an enterocele repair, uterine suspension, anterior/posterior repair with mesh augmentation, perineoplasty, and cystoscopy during mesh implantation. The patient underwent colonoscopy/screening on (B)(6) 2011. The patient underwent transanal excision of mesh and cystourethroscopy on (B)(6) 2011. The patient underwent an exam under anesthesia, proctoscopy, transvaginal excision of perirectal mesh, closure of inadvertent proctotomy, and posterior colpoperineorrhaphy on (B)(6) 2012. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00105. The same patient is represented in each medwatch. .